Manufacturer narrative:
Attempted implant date should be (B)(6) 2017. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry in a specimin cup. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic torn. Work order search: one similar complaint type reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 as the surgeon attempted to implant a 12.6mm micl12.6 implantable collamer lens, diopter -7.0, into the patient's left (os) eye, it got stuck to the plunger and the lens broke. There was no patient contact with the lens; back-up lens inserted during the same surgery.